Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the log file. The retrieved log file contained a loss of external power event while the patient was using the mpu. The event log file contained approximately 34 days of patient event data. The patient appeared to be managing their external power sources properly ¿ using fully charged batteries and their ac external power source (mpu) for extended rest periods. There was one loss of external power event that occurred with the patient on the mpu. The event was momentary ¿ lasting approximately 1 minute in duration. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. The customer replied to request for additional event information. The patient was aware of the loss of external power event. The patient was using the locking ac power cord with the mpu; the ac power cord did not come loose from the mpu or the ac outlet; there were no environmental circumstances associated with patient¿s home or mpu setup. The mpu was not returned for evaluation. The loss of external power event occurred once and was momentary; the patient was aware of the event occurrence. The backup battery in the controller provided power to the system. Per the log file, mpu appeared to be operating properly before and after the event and the patient was managing their external power sources properly. The mobile power unit (mpu) assembly was made in may 2018. The unit was packaged and placed into stock on may 17, 2018 . The unit was sent to the customer on (B)(6) 2018. Per the packaged assembly the unit was sent to the customer with a locking ac power cord for the mpu. The unit was assigned to the patient on (B)(6) 2018. The unit had no previous services. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (rev b p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p.197 low battery power alarms; p. 204 mpu alarms). Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (rev b p.60). Specific cautions regarding the mpu's patient cable are given in the heartmate ii lvas patient handbook (rev b p.64 ¿ inspect the mpu patient and power cables for damage). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power event occurred while the patient was connected to the mobile power unit (mpu). The patient was aware of this occurring. It was noted that the no external power events have not continued after the initial event. The mpu was noted to have a v-lock connector on the ac power cord. The patient reported that there was nothing out of the ordinary when this event occurred. There were no known external factors that could have caused this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the log file. The retrieved log file contained a loss of external power event while the patient was using the mpu. The event log file contained approximately 34 days of patient event data. The patient appeared to be managing their external power sources properly ¿ using fully charged batteries and their ac external power source (mpu) for extended rest periods. There was one loss of external power event that occurred with the patient on the mpu. The event was momentary ¿ lasting approximately 1 minute in duration. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. The mpu was returned for evaluation. No issues were observed or duplicated when the mpu was evaluated by technical service. The unit was tested and returned to the customer. The mobile power unit (mpu) assembly was made in (B)(6) 2018. The unit was packaged and placed into stock on (B)(6) 2018. The unit was sent to the customer on (B)(6) 2018. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. The unit was assigned to the patient on (B)(6) 2018. The unit had no previous services. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook - alarms and troubleshooting, ¿ no external power alarms; low battery; power alarms and mpu alarms. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. Specific cautions regarding the mpu's patient cable are given in the heartmate ii lvas patient handbook ¿ inspect the mpu patient and power cables for damage. No further information was provided. The manufacturer is closing the file on this event.